Event description:
This complaint captures the intraop event of extraction screw breakage during removal procedure, the postop event of pfna blade cut out has been reported under related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.411. Lot: 7795493. Manufacturing site: bettlach. Release to warehouse date: 19.mar.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip on the proximal end of the device is broken off, this thus confirming the complaint description. In addition, some laser markings "synthes loan inst" and "t-pfa 064-04/2013" can be seen, which were not marked by synthes. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. A device history record (DHR) review was performed for the affected lot, 50 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in march 2012. No ncrs were marked in the DHR during production. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the technique guide (dsem-trm-1214-0253-1). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: case #: (B)(6). Additional device product code: hxx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a hardware removal of the proximal femoral nail antirotation (pfna) ii blade on (B)(6) 2019, the proximal part of an extraction screw broke off. Fragments were generated from the broken device, but removed with additional intervention. Initially, the patient had a proximal femoral nail antirotation (pfna) ii implantation on (B)(6) 2018, and was explanted due to blade cut out. An implant was successfully explanted by using general orthopedic instruments available with the surgeon. The procedure was completed successfully. There was a surgical delay of forty-five (45) minutes. Patient outcome is stable and may undergo a total hip replacement (thr) in the future. Concomitant devices reported: pfna blade (part# 04.027.054s , lot# 1l52462, quantity 1); pfna nail (part# 472.116s, lot# l144519 , quantity 1) and pfna locking screw (part# 459.340, lot# 5943218 , quantity 1). This report is for one (1) extraction screw for pfna blade. This is report 1 of 1 for complaint (B)(4).

Event description:
Update: 5/22/2019 - device report from synthes reports an event in india as follows: it was reported that during a hardware removal of the proximal femoral nail antirotation (pfna) ii blade on (B)(6) 2019, dr used 03.010.411 (extraction screw for pfna blade) for removal of pfna ii blade, the proximal part broke on attaching. The proximal part of an extraction screw broke off. Fragments were generated from the broken device, but removed with additional intervention. Initially, the patient had a proximal femoral nail antirotation (pfna) ii implantation on (B)(6) 2018, and was explanted due to blade cut out. An implant was successfully explanted by using general orthopedic instruments available for the surgeon. The procedure was completed successfully. There was a surgical delay of forty-five (45) minutes. Patient outcome is stable and may undergo a total hip replacement (thr) in the future. Concomitant devices reported: pfna blade (part# 04.027.054s , lot# 1l52462, quantity 1); pfna nail (part# 472.116s, lot# l144519 , quantity 1) and pfna locking screw (part# 459.340, lot# 5943218 , quantity 1). This report is for one (1) extraction screw for pfna blade this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter address & state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.